Event description:
Ous MDR - after an implantation period of approx. 46 months, oversensing was reported via homemonitoring. A possible lead dysfunction was assumed. The lead was removed but not yet returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the df4 connector pin. The proximal and the distal lead fragment were received for analysis. In between a 1.5 cm segment of the lead body was missing. The analysis revealed multiple signs of wear along the lead fragments. In particular 12 cm and 11 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause for the noise reported in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the shock coil was found deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.